Event description:
On (B)(6) 2012 customer reported that the dxc 600i had one occurrence of a non-reproducible false positive accutni patient result. Customer stated that the initial result was 0.7 ng/ml and the doctor questioned the results while the patient was still in the ER. The sample was repeated two more times with a value of < 0.04 ng/ml, which were within the acceptable reference range. On-site service was not needed. There was no death or injury to the patient(s) or change in the treatment(s) attributed or connected with this event. No cause for event has been determined. The system is currently performing within quality control specifications.

Manufacturer narrative:
Device evaluated by manufacturer: no, on-site service not needed. Eval summary: on-site service not needed.